Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization for nausea and vomiting due to high blood glucose levels from diabetic ketoacidosis. Customer stated she had received a no delivery alarm on her insulin pump and blood glucose levels would not go down. Patient was treated with intravenous insulin drip and blood glucose levels were 571 mg/dl at time of hospitalization. During troubleshooting, the device passed manual priming testing and no air was found in the infusion set tubing. Unable to perform high pressure testing due to customer not having tubing clamp available. Advised patient to change entire set, reservoir, insulin, and continue to treat per healthcare providers instructions. Nothing further reported.